Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/12/2015 with the following findings: investigation revealed a pink display screen. Unrelated to the complaint, the keypad cover was found to be peeling at the ok button. The keypad buttons were still found to be responsive to button presses and no contamination was found under the button key contacts. (B)(6)

Event description:
Investigation revealed a pink display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/12/2015.